Event description:
It was reported that intermittent occlusion alarms occurred, which required a visit to the emergency room on (B)(6) 2025. The customer¿s blood glucose (bg) level was 489 mg/dl with ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. There was no permanent damage. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin. Ultimately, the customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain hospital discharge date; however, no response was received.